Event description:
The patient was undergoing a thrombectomy procedure for an atheroembolism in the right m1. A reperfusion catheter 054 was advanced to the target vessel. Aspiration was done with a separator 054 for one minute. 5,000 units of heparin were administered. During the procedure, internal carotid artery dissection occurred. A percutaneous angioplasty and stenting was done. The patient left the hospital on month later. The physician stated that the event is related to the penumbra system and the procedure.

Manufacturer narrative:
Conclusion: dissections are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00510. Device was disposed of by the hospital.